Event description:
It was reported that during an unk procedure, the device fired an incomplete staple line on first reload. The device did not fire at all on the second reload. There was no patient consequence. There is no additional information available.